Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation and "folded as typical." Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: flat creases, wear abrasion and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: - one sharp opening assessed as unidentified (tear) opening. - creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional reported a right side deflation and "folded as typical." Device has been explanted.